Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:09:02. During night drain cycle 3, the patient's ultrafiltration reading was 1240ml, indicating the home patient (hp) drained 1240ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. The cycle 3 drain was completed on (B)(4) 2012 at 05:04:14, and the user's actual drain volume during cycle 3 was 2144ml. The actual drain volume of 2144 ml is 107.2% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.